Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens, the capsular bag weakened and would not support the crystalens. The iol was removed intraoperatively and replaced successfully with a different lens model. The cause of the capsular bag weakening is unknown. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.